Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline disconnect alarms recorded on the system controller alarm history screen on (B)(6) 2026 at 09:02 am to 09:03 am and (B)(6) 2026 at 8:08 pm. Log files were submitted for review. It appeared that due to the frequently occurring pulsatility index (pi) events, the event log file history was quickly filling and purging historical data to capture newer data. Driveline and modular cable data showed no issues with the conductors within. The data showed frequent pi events that were occurring from 22apr2026 at 8:36 am to 22apr2026 at 10:09 am. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additional information showed that the data captured controller (B)(6) entering service on (B)(6) 2026 at 14:02:38, suggesting a controller exchange occurred. Log files were sent for review for a driveline disconnect alarm again. The event log file recorded 122 pulsatility index events on 1may2026 from 1:34 pm to 2:43 pm. Technical service was able to confirm that a driveline disconnect alarm and driveline comm fault occurred as the periodic log file, which was capturing 1 timestamp every hour, shows both alarms were active on (B)(6) 2026 at 1:01 am. Per investigation review of log files, the driveline disconnect alarm captured on (B)(6) 2026 occurred while system controller (B)(6) was in service.